Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use (IFU) which accompanies this device currently addresses potential risks associated with surgically implanted materials. (B)(4). Lawyer-filed report - (B)(6).

Event description:
(B)(4). It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced pain, disability, and impairment.

Manufacturer narrative:
(B)(4)

Event description:
Per additional information received, the patient has experienced vaginal discharge, vaginal odor, mesh erosion, mesh exposure, yeast infection (fungal infection), blood loss, pelvic pain, vaginal incision breakdown, mood/cognitive disturbance (emotional changes), unexplained weight loss (weight fluctuation), fatigue, frequent headaches, depression, anxiety, frequent urination, loss of urine, pain with intercourse/dyspareunia, blood in urine, vaginal mucosa atrophy, urethral defect at the sling area, tenderness, required additional surgical and non-surgical interventions.